Event description:
An optometrist reported that a patient who had undergone bilateral lasik surgery was diagnosed with trace dlk (diffuse lamellar keratitis) in both eyes on the first day post-op. The steroid drops were increased and the dlk has resolved. This report will address the patient's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).